Event description:
It was reported that during a vats lobectomy procedure, the device fired on one side. Sewed the other side to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.